Event description:
On (B)(6) 2019, a 24mm amplatzer atrial septal occluder (aso) was selected for use. During the procedure, the 24mm aso deployed in a cobra shape in the left atrium. The device was resheathed and redeployed, but remained deformed. Next, a 10mm amplatzer atrial septal occluder was deployed, but also deployed in a cobra shape. The 10mm aso was resheathed and opened again, but remained deformed. A 22mm amplatzer aso was successfully deployed and implanted. The patient was reported with no adverse consequences. Per physician, patient anatomy did not have a role in deformation.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.